Manufacturer narrative:
D6: device returned with no lot indentification. Proximate access 55 articulating linear stapler: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. It could not be ascertained as to why, during surgery, staples were not fired nor discovered upon examination after the firing sequence. The instrument was received for analysis with no staples present. Upon loading and firing the instrument, the instrument performed as designed. It should be noted that the stringent inspection and control points exist in the mfg line along with a laser inspection system that detects missing staples and empty instruments. The staple loading process was reviewed and demonstrated a very high degreee of reliability. The info you provided is compiled, monitored and reviewed by upper management on a routine basis for any associated trends. Co values the assistance in in providing co an opportunity to evaluate the reported event as all info reported to the co is critical to the continuous improvement efforts.

Event description:
It was reported by the rep the ax55g was used during a low anterior resection. It was reported the surgeon believes the device misfired and the surgeon could not create adequate margins to fire another stapler. The surgeon had to do an abdominal perineal resection on the pt. On 4/23/1998 it was reported there were no staples after the device was fired. There were no staples in the tissue or the device. It was reported after the tissue came back from the lab, it was determined the pt had cancer and would have needed an abdominal perineal resection anyway.